Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the current fill estimate showing as 65 and remaining static despite insulin being delivered. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller that this issue can occur due to a variance in measured pressures used for calculating remaining insulin, and once the insulin level matches the static number, the fill estimate would resume counting down normally. Caller understood and acknowledged this explanation.